Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 586mg/dl, with large ketones, nausea, and symptoms of dehydration, associated with an alleged no power issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine for diabetes care and management. During troubleshooting with customer technical support, it was revealed there was no power to the pump. No damage or moisture to the pump was alleged. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.